Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17592. The pt received 2 occipital scs leads (off-label). It was reported the pt's left occipital lead was starting to protrude through her skin. Subsequently, the incision was opened and the scs lead was pulled back on (B)(6) 2013. No additional info is available at this time.